Manufacturer narrative:
An event of a patent foramen ovale was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
On (B)(6) 2017, a 34mm amplatzer amulet was implanted. On (B)(6) 2018, during a mitral valve replacement, a patent foramen ovale (pfo) was observed, most likely caused by occluder implant procedure in 2017 during the transseptal puncture. The pfo was closed from the left atrial side with a 5-0 prolene suture.